Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer's blood glucose level was 430 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer stated that their infusion set got kinked and did not go into skin properly therefore causing their blood glucose to rise. The insulin pump will not be returned for analysis.